Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure. The reporter noted the keypad rubber was torn on the down arrow due to hard presses with a fingernail. The patient reportedly wore the pump exterior to a garment and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn off over the down arrow button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, all of the keypad buttons were found to intermittently unresponsive. There was evidence of contamination found under all key contacts. The pump failed a leak test and evaluation revealed moisture in the pump. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.